Manufacturer narrative:
Intermittent button response due to moisture damage to keypad traces. No button error alarm noted. The insulin pump was received with cracked display window corner, reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed button error and has unresponsive buttons. The blood glucose reading was 52 mg/dl. The customer stated that he changed the battery and none of the buttons work. He also observed that the device had fallen down on the carpet within the last few days prior to the event. The customer added later that his buttons started working again and that he was able to clear the alarm. He confirmed that he was able to treat himself for low blood glucose levels. Advised the discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.